Event description:
The patient's device reportedly migrated cephalad and the device was repositioned. Advanced bionics is in the process of gathering more information. Once more information is obtained a supplemental report will be submitted.